Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Report received stated patient experienced graft thrombosis 6 weeks post operative.

Manufacturer narrative:
The device was not returned for evaluation nor was the product part number or lot number provided therefore a device history record review could not be performed. Several attempts were made to obtain additional information regarding the event without any success. Without the device or any additional details it is very difficult to determine the root cause of the thrombus. The instructions for use (IFU) specify the following indicating that thrombus formation is an adherent risk of implantation of vascular grafts. ¿complications that may occur in connection with the use of any vascular graft include, but are not limited to; thrombosis, stenosis, formation of pseudoaneurysm due to excessive needle punctures, peri-graft hematoma formation, peri-graft seroma formation, excessive needle hole bleeding or weeping, infection, swelling of tissue, suture hole elongation, mechanical disruption, material separation, delamination or tearing of the graft material, suture line or host vessel which may result in extreme blood loss, loss of limb function, steal syndrome, loss of limb or possible death. The patient should be advised to contact the physician should an adverse reaction occur.¿ clinical evaluation: flixene eptfe vascular grafts are intended for use in arterial vascular reconstruction, segmental bypass, and for arteriovenous vascular access. Thrombosis is an aggregation of blood factors, primarily platelets and fibrin with entrapment of cellular elements, frequently causing vascular obstruction at the point of its formation. The patient population that needs a vascular graft usually has pre-existing risk factors for thrombosis including coagulopathies, smoking, hypertension and dyslipidemia. Thrombosis post intervention may be due to those very risks.